Event description:
Rec'd notice of complaint concerning above product via phone call rec'd from chief technician. Reports total of 8 events in which a leak occurred at the pump segment to pump adapter (post) location. Reports incidents are isolated to this lot number. Lot number not being used at this time. Six actual samples are available along with companion samples. Spoke with director of nursing regarding events. Reports that one event occurred 10/30, 3 events occurred on 10/31 and 4 events occurred on 11/2. One of the events on 10/31 had a reported blood loss of >20cc (but less than 100cc). A medwatch form has been filed based on blood loss. Reference pir# 9801859 for remaining events with less than 20cc estimated blood loss. All patients remained stable, none required any medical intervention. A response letter and mailer have been sent to the facility.